Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 200 to 300 mg/dl. The customer alleged that the pump was not delivering insulin properly; however, pump was not available to perform system check. Multiple attempts were made by tandem technical support to follow up with the customer, however, no response was received.